Event description:
It was reported that during follow-up, high, out of range high voltage lead impedance on the svc/rv to can vectors were observed. No further information is available.

Manufacturer narrative:
.